Event description:
Pt changed her infusion set before bed. She woke up with a high blood glucose level. She attempted to administer a bolus, but the pump gave an 04 alarm indicating an occlusion. She changed the site of the infusion set, but rec'd the same results. She then changed the tubing set and was able to administer a bolus. She was still not feeling well but went to work. At work she was feeling ill and her blood glucose level tested at over 500 mg/dl. She went to the dr's office and was admitted to the hosp for diabetic ketoacidosis. She was given intravenous insulin as well as continuing pump therapy. By that evening she was on pump therapy only. The dr feels the pump is at fault; the co rep suspects the infusion set and the pt feels it is a reaction to the humalog insulin or the infusion site.